Manufacturer narrative:
The reported complaint of blower noisy & stops functioning was not duplicated. No fault was found on the returned moog blower assembly.

Event description:
The customer reported a 12.5k pm kit was installed on 12/8/2016; blower is making a growling noise and stops sooner than the other devices; the wires on the blower motor controller to blower are very hot. The customer reported there was no patient involvement.